Event description:
The customer reported to baxter us an issue with one (1) clearlink system y-type blood/soln set std blood filter in which the tubing separated from spike during set-up. There was no patient involvement, medical intervention or medical injury reported. No sample is available. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated. If additional information or samples become available, a follow up report will be submitted.